Event description:
During troubleshooting of an unrelated alarm, it was reported that there was air in the supply line. The event occurred during fill five on the home choice (hc), the home patient (hp) was connected at that time. The technical service representative (tsr) assisted the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.